Event description:
"After extended surgery, redness was noted on the left cheekbone of the patient and that the redness later turned to ulcer/blistering."

Manufacturer narrative:
Product not returned for evaluation. Initial report and evaluation completed by distributor. Conclusion is that user did not comply with instructions for use (IFU). Reviewed device history record and work order. Product was within specification and design requirements. No nonconformities have been associated with this product. Tapmed's customer is still using our product. "The customer was able to solve his using problem with our help."